Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the metal part of trocar cannula was found coming off at unknown timing of vitrectomy surgery. The procedure was completed after replacement of product with new one. There was no information about patient impact.

Manufacturer narrative:
Corrected information provided in b.2., h.2., h.11. Upon further assessment of the reported event, it was confirmed that the metal part of an infusion tube which was found to be coming off has been referred to the detachment between the hub and the shaft, which does not meet the criteria for reporting as it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num. 1644019-2025-01332. The manufacturer internal reference number is: (B)(4).